Event description:
Six months f/u noted a distal type I endoleak, due to the aneurysmal iliac continuing to grow. A type I endoleak is a peri-prosthetic leak occurring at the proximal and/or distal attachment zones. An iliac leg graft was placed and the leak was resolved.

Manufacturer narrative:
Eval: no product was returned by the customer to assist in this investigation. The customer stated that the endoleak was due to aneurismal growth. Our instructions for use states the following. "The long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular f/u to assess their health and the performance of their endovascular graft. Pts with specific clinical findings (e.g., endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced f/u". After endovascular graft replacement, pts should be regularly monitored for perigraft flow, aneurysm growth changes in the structure or position of the endovascular graft.